Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive and required excessive force to obtain a response during testing. During investigation, the up arrow key contact was observed to be misaligned. It was observed that all button key contacts do not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons are slow to respond when pressed. She noted that the buttons spring back intermittently. The pt denied physical damage to the rubber keypad; stated that the pump has been exposed to moisture; and stated that she wears the pump in her pocket.